Event description:
Original implant date (B)(6) 2015. During routine follow up, xray noted broken screw. Per complaint form: surgeon implanted mountaineer construct on (B)(6) 2015. A 4.35x30mm screw broke n the shaft ((B)(4)). Screw was discovered broken after a follow up xray was taken. Surgeon told me that he was not going to do another surgery to retrieve broken implant. Patient was doing fine.

Manufacturer narrative:
A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Sample not available for investigation.